Event description:
It was reported the pt underwent spinal surgery. The distal tip of the driver fractured during screw implantation. The surgeon was tightening the screw when the tip fractured. It did not break off in the pt; the tip remained attached to the driver. The surgeon removed the tip after using the driver. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for eval. The circular material flow and fairly brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable non-conformance to spec.